Event description:
Healthcare professional reported right side textured exchange due to product concern then additionally reported "particles in valve" and "plug strap separated". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases, black particles in device inner surface, broken of plug strap and more than three curved openings. A microscopic analysis and leak test were performed which identified more than three openings striated and broken striated in the side plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: more than three openings striated in the side anterior/radius assessed as surgical damage. Broken striated of plug strap assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety/textured.